Event description:
The pump was returned for investigation. Investigation revealed that the force sensor is out of calibration and the force resistance measurement is out of specification. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated a loss of prime occurred at 11:13 am on (B)(6) 2012. The loss of prime was confirmed at 12:31 pm and deliveries were not resumed. A loss of prime was reproduced during investigation, and the pump emitted the appropriate audio-visual alerts. Investigation revealed that the force sensor is out of calibration and the force resistance measurement is out of specification. There was evidence of green contamination observed on the force sensor shim. (B)(6).

Manufacturer narrative:
To correct the date on when the pump was investigated. A typo was made in error as to when investigation was performed on the pump. The pump was investigated on (B)(4) 2012.